Event description:
It was reported the device shuts off as soon as it is powered on, despite replacing the battery. It does not power on. No information was received indicating patient involvement.

Event description:
It was reported the device shuts off as soon as it is powered on, despite replacing the battery. It does not power on. Follow-up information was subsequently received reporting there was no patient involvement. The condition was found during device testing.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis confirmed the device would not power up. The cause was the main pcb (printed circuit board). The lower case was also found to be broken, the ring cover contaminated, and the battery contacts compressed.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.